Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned generator was powered on and the generator successfully booted to the menu application. The field reported event was confirmed as review of logs confirmed temperature were not reached at port 3. However, functional testing of the generator was successful. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible during the evaluation. Functional testing of the generator verified target temperatures were met.

Event description:
During the procedure, the ports on the generator would not reach 60 degrees celsius and the procedure was cancelled. A grounding pad test was run on the generator, different probes were tried, and the generator was restarted, but the issue remained. There were no adverse consequences to the patient.